Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following patient dialysis, bacteremia was noted on the right ventricular (rv) lead on an echocardiogram. Pus was also noted in the implantable pulse generator (ipg) pocket. The ipg and lead were explanted. No further patient complications have been reported as a result of this event.